Event description:
An altitude alarm was reported on the pump. Blood glucose level did not exceed 500 mg/dl. Customer acknowledged that wearing the pump directly against skin could obstruct speaker holes, potentially causing the alarm. Insulin was suspended, and customer technical support instructed the caller to clean the speaker holes and reconnect the cartridge to resume insulin.